Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was fractured as the physician had to cut thru the innominate vein and this brady lead while opening the patient's chest. The physician then removed the fragments from the patient's heart and cut the suture sleeves to remove the other half of the lead from the subclavian. This rv was replaced. No additional adverse patient effects were reported.